Manufacturer narrative:
Section d4 and h4: additional information. Section d10 & h3: corrected information. DHR review statement: the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016 on order (B)(4). Manufactures investigation conclusion: damage to the driveline of the lvad was confirmed through the evaluation of the returned pump. However, the report of outflow graft thrombosis could not be confirmed through this investigation, and a direct correlation between the device and the reported patient conditions could not be determined. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. Approximately 2 inches of the sealed outflow graft conduit were returned attached to outflow elbow, which was returned attached to the pump outlet port. Examination of the blood-contacting surfaces of the returned device found no adhered depositions or thrombus formations. Examination of the driveline revealed no visible damage to the silicone jacket, bionate layer, or braided shield. Visual inspection of the driveline revealed a complete separation of the black wire approximately 2.5 inches from the pump housing. Additionally, the conductors of the green wire were separated in the same location (2.5 inches from the pump housing), although the insulation remained intact. The remaining wires were submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that could have contributed to an electrical short. The observed driveline appeared to be the result of repetitive flexing. There was no evidence of mechanical damage such as crushing or pinching. The damage to the green and black wires would have caused the driveline fault alarms that were confirmed via the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that that the patient underwent a pump exchange on (B)(6) 2020, from a heartmate ii to a heartmate 3. The exchange was due driveline fault and outflow graft thrombosis. The pump will be returned for evaluation.

Manufacturer narrative:
Section b5, d7, h6: additional information.

Manufacturer narrative:
The referenced of the patient's driveline fault and repair was reported under MFR# 2916596-2020-01934. The referenced of the patient's cerebrovascular accident (cva) was reported under MFR # 2916596-2020-03283. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the facility with two-day history of worsening headaches and blurred vision to the left eye. The patient reports not feeling well for the past 2 weeks and was started on antibiotics and missed international normalized ratio (inr) check. The patient¿s inr in the in-emergency department at an outside hospital was 10. The patient¿s partial thromboplastin time (ptt) was too high for assay. The patient was given 10 mg vitamin k and 2 units of fresh frozen plasma (ffp) prior to transfer to (B)(6). The patient then received two more units of ffp. Upon interrogation, the patient denies alarms, but driveline fault noted on interrogation since 24 may 2020, along with low voltage warnings. The patient was placed on an unshielded cable and the driveline fault message persists, yet there is no alarm. The patient had a recent driveline repair several months back. Log files submitted revealed driveline faults events that occurred between (B)(6) 2020. An ungrounded patient cable cannot resolve dl fault events and an external driveline (dl) was replaced on (B)(6) 2020 but the dl has degraded further since the repair. The only remaining option to resolve this issue is to replace the pump. Additional information reported that the patient cannot be anticoagulated for 6 weeks following a cerebrovascular accident (cva), and the patient will undergo vad exchange approximately 6 weeks post cva, and once cleared by neurosurgery for anticoagulation. No additional information provided.